Manufacturer narrative:
Batch review performed on 19 april 2017. (B)(4).

Event description:
During the surgery, the surgeon found that the patient right greater trochanter was broken. Since a repair wire was not at hand, the surgery was finished without repairing. Nobody knew when and why it was broken. Acetabular cup and liner were non-medacta products. The revision surgery was performed on the following day. The patient femoral bone was repaired with cable and wires.